Event description:
It has been reported to philips that c-arm was jammed while doing a rotational acquisition. The system was in clinical use when this occurred. There was no report of harm. A philips remote service engineer (rse) remotely released the break and returned the c-arm to the appropriate range.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer communicated with the customer and confirmed that the system propeller movement went out of range. A review of the system log file showed a geometry position limit violation. The rse remotely released the brake and brought the equipment back. After which, the system was returned to use in good working order. These codes were updated based on the investigation outcome. The evaluation method code grid was corrected.